Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data was provided for investigation. The allegation was undetermined via data. The probable cause could not be determined. No injury or medical intervention was reported